Manufacturer narrative:
Continuation of medical devices: 4092-52 lead implanted (B)(6) 2001; 694958 lead implanted (B)(6) 2006.

Event description:
It was reported that the right atrial (ra) lead pacing impedance had drastically reduced and was low. An insulation breach was suspected. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.